Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit alarm due to blank display.

Event description:
It was reported that the insulin pump had fluid in battery compartment, damaged battery cap and crack near the screen. Customer's blood glucose value was 216mg/dl. Insulin pump will be returned for analysis.